Event description:
Additional information reported that the lead and implantable neurostimulator (ins) were replaced on (B)(6)-2013.

Event description:
It was reported that the patient had a lack of efficacy and was voiding every hour. The left lead was replaced. The event was ongoing and the patient outcome was unknown.

Event description:
Additional information reported impedance was greater than 4,000 ohms on program 1.

Manufacturer narrative:
(B)(4)

Event description:
Additional information reported program 3 had impedance greater than 400,000. The event was considered resolved without sequelae.

Manufacturer narrative:
Concomitant medical products: product ID 3037, serial# (B)(4), product type: programmer, patient; product ID 3 889-28, lot# v593554, implanted: (B)(6) 2010, product type: lead. (B)(4).

Event description:
Additional information received reported that the event was high lead impedance.